Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3f0414); sigadaptstnd, sig power sigadaptstnd linear adapter (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic robot-assisted esophagectomy procedure, at the time of esophageal resection, the jaw of the reload was closed and insertion was attempted from the 12-millimeter (mm) port, but the closed jaw could not be closed completely, so the insertion from the port was difficult. Although the user was told that the structure had no problem with firing, the surgeon replaced only the reload. There was no patient injury.